Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The lead remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with the pacemaker and this right ventricular (rv) lead had a syncopal episode. Technical services (ts) reviewed device data and observed a lead safety switch (lss) from bipolar to unipolar occurred due to a high out of range pacing impedance measurement, greater than 3000 ohms, on this rv lead. After the lss, there was oversensing on this rv lead which led to pacing inhibition. It was noted the patient experienced asystole for seven to eight seconds. The physician planned to discuss the event with cardiology. This rv lead remains in service. No adverse patient effects were reported.